Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the healthcare provider needed a company representative's support for an emergency replacement of an isomed pump as it was discovered to be leaking. No patient symptom was reported. The date (B)(6) 2026 is considered an approximate date of event (specific month and year known only).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The pump serial number was clarified. The pump was implanted in 2003, and the pump was refilled every 6 weeks. The healthcare provider had reported that the pump septum was unable to hold the drug in the reservoir. It was further clarified that it was a leak of the reservoir septum that was observed when the physician was performing a refill procedure. Factors that may have led or contributed to the issue were indicated as not applicable. The physician¿s nurse asked the company representative to organize replacement devices for the case. The pump was explanted and replaced. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2026. The pump would not be returned as it had been discarded by the healthcare provider.